Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized and was subsequently admitted to the intensive care unit due to a blood glucose level of 21 mg/dl. The customer was treated intravenously with fluids of saline. The customer was discharged on 7/6/2023 with no permanent damage. System check with tandem technical support confirmed that the pump and related supplies were operating as intended.